Event description:
It was reported that after a shower and infusion site change in the same area as a prior site, the user experienced persistent high blood glucose despite meal announcements and algorithmic corrections on the ilet; subsequent phone support prompted site rotation and full supply changes with resumed insulin delivery and hydration guidance. Symptoms included hyperglycemia with meter values up to 449 mg/dl, nausea, anxiety, vomiting, and reported hot flashes/flushes. Outcomes included a delay to treatment/therapy while troubleshooting, with eventual downward glucose trend to 305 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified related to improper or incorrect procedure or method, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.